Event description:
While imaging inside of a stent, the tip of catheter broke-off inside patient. Tip was retrieved with a snare. There was no complication reported, and patient status was reported ok.